Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was malfunctioned and not working. They unable to sync with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.